Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous high triglyceride results. Customer reported the erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the wash tower cover was not properly secured. The fse found there were white dried deposits along the route of the sample mixer, and the mixer could have become contaminated by touching the deposits. In addition, carryover tests identified carryover from the sample probe. The fse replaced the probe, the wash collar and the mixer paddle. The fse verified performance.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR #2050012-2012-01523.